Event description:
The pt underwent the cvs procedure at 11.2 weeks gestation. One transcervical pass was made. The pt felt "warm" and reported increased cramping and bleeding three days post procedure and spontaneously aborted the fetus at 12.4 weeks gestation. A d&c was performed.